Event description:
It was reported that the doctor suspected overdrainage due to a possible tear in the delta chamber.

Manufacturer narrative:
The returned valve passed leak testing but was not patent. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. Copious amounts of proteinaceous debris were found on the exterior and interior of the valve. The instructions for use that accompanies the valve warns that particulate matter that enters the shunt system may result in shunt occlusion, or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage. The reported suspicion of overdrainage could not be confirmed because of the occluded condition of the valve. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.